Manufacturer narrative:
The investigation determined that the customer obtained biased vitros valp results from proficiency fluids and vitros quality control fluids processed in (B)(6) and (B)(6) 2009, using valp reagent lots, 1511-11-8661 and 1511-13-8843, respectively. The customer had not accepted their (B)(6) calibration of vitros valp reagent lot 1511-13-8843 as calibration verification failed. The customer obtained acceptable proficiency fluid results following re-calibration of valp reagent lot, 1511-13-8843, on (B)(6), 2009. Quality control results have been acceptable since the re-calibration. The definitive root cause of the biased valp results is unknown, however, calibration error cannot be ruled out.

Event description:
The ocd laboratory specialist reported that the customer observed biased results on two proficiency samples processed using vitros valp reagent on a vitros 5,1 fs chemistry system. The customer indicated the quality control results were acceptable. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient results were not affected. There was no report of patient harm as a result of this event. This report corresponds to ortho-clinical diagnostics inc. (B)(4).